Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that six years, five months, and nineteen days post a port placement, the patient was allegedly diagnosed with thrombosis. It was further reported that the blood culture test resulted positive for gram positive cocci and the patient was allegedly diagnosed with streptococcus viridians bacterial infection and septic embolism as a result of the defective infected port. Reportedly, the infected port and catheter were removed in their entirety. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2016), g2, g3 h11: b3, b5, d4 (medical device lot number), h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent power port placement procedure for carcinoma of colon. A right infraclavicular incision was performed and dissection was carried down to the pectoralis fascia. A prepectoral pocket was created bluntly. The subcutaneous fat overlying the pocket was grasped with allis clamp and electrocautery was utilized to remove a portion. The catheter for the port was prepared with heparinized saline. It was then inserted through the peel away sheath without difficulty. The sheath was removed, and placement of the catheter was confirmed with fluoroscopy. The redundant portion of the catheter was excised, and the catheter attached to the hub of the port and secured with plastic clasp provided in the kit. The port was placed within the pocket for that purpose and fluoroscopy was utilized once again to reconfirm the presence of the catheter in appropriate position. Approximately six years five months later, patient was admitted to the hospital. And next day a blood culture was taken, and reports showed positive for gram positive cocci. Patient was diagnosed with streptococcus viridians suspected from port infection and multiple pulmonary opacities suspect septic emboli. Five days later, MRI of brain was performed for mental status change. The study showed that there is signal within the adjacent left transverse sinus of concern for thrombus. After five days, patient underwent port removal procedure. The right upper chest was prepped, and lidocaine was used for local anesthesia. A transverse incision was made through the preexisting transverse scar. With blunt and sharp dissection, the chest port and catheter were removed in their entirety. The port pocket was irrigated and then closed in two layers. Complete hemostasis was obtained. Patient tolerated the procedure. Within three days patient discharged to home. Therefore, it can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2016). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that six years, five months, and nineteen days post a port placement, the patient was allegedly diagnosed with thrombosis. It was further reported that the blood culture test resulted positive for gram positive cocci and the patient was allegedly diagnosed with streptococcus viridians bacterial infection and septic embolism as a result of the defective infected port. Reportedly, the infected port and catheter were removed in their entirety. The current status of the patient is unknown.